Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 57-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure experiencing itchiness, particularly when wearing the same arrays for three days. After removing the arrays, the previous day, multiple small wounds and red spots were noted. The patient temporarily discontinued optune gio therapy. The following day, the affected areas persisted and developed into oozing sores that were painful during showering. The patient was advised to contact his healthcare provider (hcp), who recommended a one-day break from optune gio therapy. The hcp also planned to provide an antihistamine, and the patient intended to follow up. On (B)(6) 2025, the patient informed novocure that the condition had improved. The patient had stopped using elastic netting and switched to a thin hat or caps instead.